Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit, unexpected restart and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected bolus stopped alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had blank display as well as unexpected restart and a cold reset was performed. Customer's blood glucose value was 80 mg/dl. Customer stated that the insulin delivery stopped and screen stopped working. Customer also reported that they were able to clear the alarm and insulin pump did require rewind. Customer was able to complete rewind. Customer troubleshoot was performed. The insulin pump will be returned for analysis.